Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached >250mg/dl while wearing the pod for less than an hour. The did not move forward as intended during activation. When pod was removed, the cannula was found to be bent.

Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for 632 pulses and completed a bolus with no timeouts or drive stalls observed. No damages or defects were found to the needle mechanism. Inspection of the soft cannula found no bends or kinks.